Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A customer reported tha a knives were deemed to be dull during two separate eye surgeries. Alternative knives had to be obtained to complete the procedures. There was no pt impact. Additional info has been requested for this report.